Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported, an experienced customer had multiple leakages, bleeding, at the valve point after the placement of the PICC. No other information was provided. Additional information received 01 september 2023: the leakage comes from the catheter shaft/extension leg. The solo valve is fine. The leak was discovered only after a few months, the catheter still worked, but in the last week they had problems with blood reflux and pulled the catheter. They use only the solo valve, otherwise no needle-free connectors. This incident was unique to this patient with this catheter. No, there were no complications with the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8cm and 9cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, an experienced customer had multiple leakages, bleeding, at the valve point after the placement of the PICC. No other information was provided. Additional information received (B)(6) 2023: the leakage comes from the catheter shaft/extension leg. The solo valve is fine. The leak was discovered only after a few months, the catheter still worked, but in the last week they had problems with blood reflux and pulled the catheter. They use only the solo valve, otherwise no needle-free connectors. This incident was unique to this patient with this catheter. No, there were no complications with the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, an experienced customer had multiple leakages, bleeding, at the valve point after the placement of the PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, an experienced customer had multiple leakages, bleeding, at the valve point after the placement of the PICC. No other information was provided.